Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found the probable root cause is due to the downstream occlusion(dso) seal being detached. The dso seal was replaced.

Event description:
It was reported that the device had been detached from the downstream occlusion (dso) seal. It had occurred during testing. There was no patient involvement.